Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead in association with the safesheath accessory did perforate an undescribed location of the patient's right side, leading to cardiac arrest. Then the patient did recover intrinsic heart activity. The procedure was completed in entirety after that point.

Manufacturer narrative:
This rv lead remains actively in service. The safesheath accessory is not expected for return to boston scientific. If new information becomes available, this report will be further evaluated and updated.